Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. "Alleged failure: insulation issue, probable root cause: "poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life." (B)(4).

Event description:
It was reported that insulation was damaged.